Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for gast rointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient had a MRI of their whole spine done, asked unknown date. The caller reported the patient had programmed into MRI mode and stimulation was off, the patient indicated during the MRI scan they were feeling painful stimulation, the patient had to deactivate MRI mode and turned stimulation back on. Reviewed device requirement specifications. Reviewed ins only approved for brain. Redirected caller to patient's doctor. On (B)(6) 2025, the patient called and provided further event details about shocking during their MRI. The patient reported they had a new interstim system implanted on (B)(6) 2025. The patient reported the MRI was on (B)(6) 2025,. The patient activated MRI mode and it was a 1.5t horizontal closed bore scan. The patient reported as soon as the magnet turned on, they immediately felt 2 consecutive shocks at the site of the ins so they stopped the scan. The patient indicated they notified their manufacturer rep of the event on 2025-nov-25. The patient could not recall if MRI mode showed full body scan eligibility and did not have the programmer with them at the time of the call. Patient services asked if the patient was aware of any abandoned devices or fragments from previous systems and the patient was not sure but thought there might be a lead fragment. Recommended the patient call back when they have the programmer to confirm MRI eligibility and access implanted device info. The patient confirmed they will call back the next day. They also had a follow-up appointment with their managing physician the following day and will discuss concerns with them. The patient called back the next day and repeated information from the previous follow up note regarding the two shocks they experienced at the ins site when they were trying to get an MRI of their brain (patient mentioned that they have ms). The patient had their smart programmer with them at the time of the call. The patient's therapy was turned on, so agent had the patient activate MRI mode to verify MRI eligibility. The MRI mode screen showed that the patient was mr conditional full body scan eligible. Patient confirmed implant date of new ins and lead was on (B)(6) 2025. The patient mentioned that they spoke with their manufacturer rep again yesterday, who indicated that they would be unavailable to be present at the patient's next MRI. The patient repeated that they have an appointment with their managing hcp today to further address their concerns. Patient was advised to have their hcp contact technical services for questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.